Manufacturer narrative:
The customer did not have time to provide her meter information during the initial call and by the time customer service called her back, she had already returned the products to her supplier. It's not possible to determine a manufacture date without a product code and serial number.

Event description:
The customer alleged that she performed a control test using her breeze2 system and received a result of 179 mg/dl. The customer provided the upper limit of the control range as either 129 or 139 mg/dl. No adverse events were alleged. The customer did not have time to troubleshoot or provide any additional information before the call ended. The customer was contacted after the initial call, but she had already returned her breeze2 products to her supplier. No product will be returned.